Manufacturer narrative:
(B)(4).

Event description:
It was reported that an extra hole in the device was noted. A 5f expo guide catheter was selected for use. It was observed that there was an extra hole in the device at the yellow tip of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.

Manufacturer narrative:
Date of event was approximated. MFR site address 2: no. 20905 int.a.col.,cd.industrial, 22444. Device evaluated by MFR.: returned product consisted of an expo diagnostic catheter. The curve and the catheter shaft were checked for damage. The catheter shaft showed no damage; however, the tip showed damage in the form of protruding material. The devices are 100% tactile tested during the inspection process. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that an extra hole in the device was noted. A 5f expo guide catheter was selected for use. It was observed that there was an extra hole in the device at the yellow tip of the catheter. The procedure was completed with another of the same device. There were no patient complications reported.